Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem, "0 & 1 buttons broken' was not reproduced. The device passed keypad testing with no issues. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's keypad had broken 0 and 1 buttons found during testing in the biomedical service department. There was no patient involvement. No additional information is available.